Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jan-2023: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a 43 year-old female patient who had essure inserted (lot no. C12702) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of weight gain, spotting vaginal, post-traumatic stress disorder, vaginal itching, iron deficiency anemia, hypothyroidism, hair loss, cold, fatigue, tooth extraction, obesity, dysmenorrhea, penicillin allergy, alcoholism, cigarette smoker, chronic sinusitis, asthma, pregnancy, grief reaction, depression, c-section (2), parity 2, multi gravida, abnormal uterine bleeding and alcoholism. Previously administered products included: mirena for heavy mnestrual bleding and tranexamic acid, oral contraceptive nos, tylenol and naproxen. Past adverse reactions to the above products included: vaginal itching with mirena. As concurrent condition the report mentioned menorrhagia. Concomitant products included tranexamic acid for heavy menstrual bleeding since (B)(6) 2020 and ativan (lorazepam). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy. And essure removal). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: essure coils placed with 2 trailing coils on the right and 1 trailing coil on the left. Anticipating a potentially difficult bladder dissection patient have requested. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.016 kg/sqm. [Cancer screening] on (B)(6) 2020: specimen: cervix/ endocervix interpretation: negative for intraepithelial lesion or malignancy [colonoscopy] on (B)(6) 2014: reason: clinical abnormality specimen: cervix impression: negative final diagnosis: negative for intraepithelial lesion or malignancy [cystoscopy] (date unknown): bladder filled normally. [Hysterosalpingogram] on (B)(6) 2015: reason for exam: 3/12 post essure tubal ligation. Findings: bilateral essure coils noted. There is complete opacification of the endometrial cavity without evidence of by peritoneal spillage. There is no opacification of either fallopian tube consistent with successful tubal ligation. Arcuate uterus suspected. There are a few filling defects within the endometrial canal consistent with air bubbles. No immediate complications. Impression: successful tubal ligation [pathology test] on (B)(6)2016: specimen: pipelle endometrial biopsy clinical information: left irregular menstrual bleeding and pain. Essure coils in place. Diagnosis uterus, biopsy: secretory phase endometrium. No evidence of atypia or malignancy. Gross description: the specimen consists of multiple tan tissue fragments measuring 3 x 2. X 0.3 cm in aggregate. [Pregnancy test] (date unknown): negative. [Pregnancy test urine] on (B)(6) 2022: urine pregnancy poc result: negative. [Ultrasound pelvis] on (B)(6) 2020: indication: menorrhagia and suspected adenomyosis. Findings: the normally oriented uterus measures 9 cm and shows mild myometrial heterogeneity. No discrete mass or fibroids are evident. A dominant left ovarian follicle measures 1.9 x1.7 cm, with the right ovary and adnexal regions appearing normal. No pelvic free fluid is identified. Impression: no discrete pelvic visceral concerns. [Ultrasound scan] on (B)(6) 2014: : the pelvic ultrasound was reported as showing a somewhat bulky heterogenous uterus consistent with possible adenomyosis. Ovaries were normal, there was a small paraovarian cyst.; on (B)(6) 2020: the patient fell off a motorcycle more than two weeks ago. She has localized swelling and a fluctuant mass in the left buttock with surrounding bruising. There is a large complex fluid collection in the subcutaneous fat at the site of the patient's symptoms. It is 7.4 cm high by 5.8 cm wide by 1.2 cm deep. Impression: large hematoma.; (date unknown): mild myometrial heterogeneity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: reporter information, patient information, lot no., non drug treatment notes ,medical history ,lab data added. New event: abnormal uterine bleeding added. Pregnancy outcome updated. Date of lmp added. Concomitant drugs added: ativan and tranexamic acid. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a 43 year-old female patient who had essure inserted (lot no. C12702) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of weight gain, spotting vaginal, post-traumatic stress disorder, vaginal itching, iron deficiency anemia, hypothyroidism, hair loss, cold, fatigue, tooth extraction, obesity, dysmenorrhea, penicillin allergy, alcoholism, cigarette smoker, chronic sinusitis, asthma, pregnancy, grief reaction, depression, c-section (2), parity 2, multi gravida, abnormal uterine bleeding and alcoholism. Previously administered products included: mirena for heavy menstrual bleeding and tranexamic acid, oral contraceptive nos, tylenol and naproxen. Past adverse reactions to the above products included: vaginal itching with mirena. As concurrent condition the report mentioned menorrhagia. Concomitant products included tranexamic acid for heavy menstrual bleeding since on (B)(6) 2020 and ativan (lorazepam). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy. And essure removal). Essure was removed on (B)(6) 2022.at the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: essure coils placed with 2 trailing coils on the right and 1 trailing coil on the left. Anticipating a potentially difficult bladder dissection patient have requested. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.016 kg/sqm. [Cancer screening] on (B)(6) 2020: specimen: cervix/ endocervix interpretation: negative for intraepithelial lesion or malignancy [colonoscopy] on (B)(6) 2014: reason: clinical abnormality specimen: cervix impression: negative final diagnosis: negative for intraepithelial lesion or malignancy [cystoscopy] (date unknown): bladder filled normally. [Hysterosalpingogram] on (B)(6) 2015: reason for exam: 3/12 post essure tubal ligation. Findings: bilateral essure coils noted. There is complete opacification of the endometrial cavity without evidence of by peritoneal spillage. There is no opacification of either fallopian tube consistent with successful tubal ligation. Arcuate uterus suspected. There are a few filling defects within the endometrial canal consistent with air bubbles. No immediate complications. Impression: successful tubal ligation [pathology test] on (B)(6) 2016: specimen: pipelle endometrial biopsy clinical information: left irregular menstrual bleeding and pain. Essure coils in place. Diagnosis uterus, biopsy: secretory phase endometrium no evidence of atypia or malignancy gross description: the specimen consists of multiple tan tissue fragments measuring 3 x 2. X 0.3 cm in aggregate. [Pregnancy test] (date unknown): negative [pregnancy test urine] on (B)(6) 2022: urine pregnancy poc result: negative [ultrasound pelvis] on (B)(6) 2020: indication: menorrhagia and suspected adenomyosis. Findings: the normally oriented uterus measures 9 cm and shows mild myometrial heterogeneity. No discrete mass or fibroids are evident. A dominant left ovarian follicle measures 1.9 x1.7 cm, with the right ovary and adnexal regions appearing normal. No pelvic free fluid is identified. Impression: no discrete pelvic visceral concerns. [Ultrasound scan] on (B)(6) 2014: : the pelvic ultrasound was reported as showing a somewhat bulky heterogenous uterus consistent with possible adenomyosis. Ovaries were normal, there was a small paraovarian cyst.; on (B)(6) 2020: the patient fell off a motorcycle more than two weeks ago. She has localized swelling and a fluctuant mass in the left buttock with surrounding bruising. There is a large complex fluid collection in the subcutaneous fat at the site of the patient's symptoms. It is 7.4 cm high by 5.8 cm wide by 1.2 cm deep. Impression: large hematoma.; (date unknown): mild myometrial heterogeneity batch no~c12702 production date~2014-01-09 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device ineffective ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for pregnancy with contraceptive device and device ineffective were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, device ineffective, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 10-jan-2023: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.